Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient's ipg was inoperable and high impedance were found on contacts 1-8. Surgical intervention was undertaken during which the scs system was explanted and replaced. Effective therapy was confirmed.